Event description:
It was reported that the physician had some issues with the handheld during interrogation. The handheld would work very slow and it would freeze during interrogation. The handheld was returned back to MFR without the flashcard. Product analysis was completed on the handheld. No malfunction was identified with the handheld once analysis was performed. The device performed according to specs.

Manufacturer narrative:
Handheld was returned without the flashcard and analysis was performed only on the handheld. No anomalies were found with the handheld.